Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 24 x 4.00 rebel drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were deformed while passing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 24 x 4.00 rebel drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were deformed while passing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of the distal portion of a rebel bms catheter. The hub was not returned. The balloon was loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The hypotube was completely separated 148.8cm from the tip. The hypotube fracture surface was ovaled and torn. There are numerous hypotube and shaft kinks. The inner shaft is stretched in numerous locations. The stent is damaged. Inspection of the remainder of the device presented no other damage or irregularities.